Manufacturer narrative:
The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detachment of the undeployed mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During the procedure, the mitraclip became caught in chordae, but was able to be removed from the chordae. When the mitraclip was in the left atrium, it was noted that the undeployed clip became detached from the clip delivery system. It was decided to remove the gripper line at that point as the clip was still attached via the lock line. The clip was retracted to the tip of the steerable guide catheter. Both the cds and sgc were retracted to the level of the groin access site, where the cds was removed first, leaving the clip at the sgc tip. A 27 french sheath was advanced over the lock line to the clip. The sheath, sgc, and clip were then removed together as a unit. The same sgc was used with a new cds to complete the procedure. Mr was reduced to grade 1-2 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
All available information was investigated, and the reported issue of device detachment was confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Device detachment was confirmed via returned device analysis, however, a definitive cause for the reported detachment of device component could not be determined in this case. Difficult or delayed positioning appears to be related to the challenging patient morphology/pathology. The additional therapy/ non-surgical treatment appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.